Manufacturer narrative:
According to the available information the titan touch was implanted on (B)(6) 2015 and revised on (B)(6) 2021 due to tubing leakage. Additional information received indicated that fluid leakage was noted. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
As reported to coloplast, though not verified, additional information received 03/16/2021: fluid leak on (B)(6) 2020. Device removed/replaced. Tubing leakage. No other adverse patient effects were reported.